Event description:
It was reported that the patient experienced an appropriate shock for tachycardia. When attempting to look at the device data it was discovered that an electrical reset occurred due to a flipped bit. The power on reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The analyst noted that a write to rom power on reset (por) was observed on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.